Event description:
It was reported to medtronic minimed that the customer experienced the battery lasts less than expected, the battery-failed alarm, and an unexpected error message. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was not performed, and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the sleep current measurement and active current measurement however, the pump alarmed pump error 63 during the self test. The trace and history files were successfully downloaded using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. A review of the pump history file reveals: six (6) no delivery (insulin flow blocked) alarms: (2x 4/16/2024, 5/29/2024, 6/1/2024, 6/22/2024, and 6/25/2024)two stuck button alarms (5/16/2024 and 6/8/2024)five (5) low battery alerts (4/14/2024, 5/2/2024, 5/3/2024, 5/23/2024, and 6/11/2024)one (1) change battery fault (replace battery) alert (5/2/2024)no unusual or excessive battery/power-related faults were noted in the history files. Removed the keypad overlay and button dome switch layer for a visual inspection of the keypad assembly and found a broken trace at pin 6 (sda) of u1 which caused the pump error 63 alarm. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. The following were noted during a physical inspection: missing retainer, partially broken reservoir tube lip, cracked select button keypad overlay, stained keypad overlay, cracked battery compartment, cracked battery tube threads, scratched case, pillowing keypad overlay, and missing reservoir tube o-ring. Unable to lock a p-cap into the reservoir compartment due to the missing retainer, partially broken reservoir tube lip, and missing reservoir tube o-ring. Pump error 63 alarm is confirmed due to a broken trace at pin 6 (sda) of u1 on the keypad assembly. Failed batt test (battery failed) alarm is not confirmed.battery last less than expected anomaly is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.